Event description:
It was reported to technical services on 10/17/12 that this ra lead has a rise in threshold with no capture. They increased the output to 3v @0.8ms and the patient is fine now. Will continue to monitor for now. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).